Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the customer is unable to operate the pump due to the shattered touchscreen. There was no impact to customer's blood glucose level. Customer stated they have back up manual injections for insulin therapy.